Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. After reviewing field service engineer (fse), it was confirmed that the issue was caused by a third-party device, not a philips device. The customer resolved the third-party device issue on their own. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned by restarting the system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. This scenario includes situation in which is related to the third-party device problem, and this is not a part of the philips component. Since the malfunction of third-party device would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor failed to display images. No harm was reported to philips. Philips has started an investigation of this complaint.